Event description:
It was reported by the customer that a pyxis medstation es system screen getting dark and it is continuing to be worse. The customer stated that they retrieved the required medications from other available stations and there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the screen getting dark and it is continuing to be worse. The field service engineer was able to resolve the issue by replacing all in one due to a dim screen. The system functioned as intended after the field service engineer troubleshooted the device.